Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for delivery catheter (dc) shaft bends resulting in difficulty positioning the clip delivery system (cds) can include, but are not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, dc shaft bends resulting in difficulty positioning the cds may be influenced patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. In this case, since there were no issues noted during preparation and no bend observed after the device was removed from the anatomy, it is likely that procedural interactions (e.g. Patient anatomy, unintended curves on the device) resulted in the reported bending (diving) of the device while translating the clip from the left atrium to the left ventricle, thus contributing to the difficulty positioning the device. Based on the information reviewed, the reported bent dc shaft resulting in difficulty positioning the cds appears to be related to procedural conditions. There does not appear to be any evidence of a quality deficiency associated with this device. A review of the lot history record revealed no manufacturing non-conformities that would have contributed to the reported event. Additionally, a review of the complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This report is submitted for the atypical clip movement which occurred in the left ventricle and has the potential to cause or contribute to patient injury if the clip becomes entangled in the chordae. It was reported that during a mitraclip procedure to treat degenerative mitral regurgitation grade 3-4, as the clip delivery system (cds) was steering down to the mitral valve from the left atrium to the left ventricle, the device was diving medially. It was thought that a bend was seen in the device and the device was removed from the patient anatomy without difficulty. Upon removal from the anatomy, no bend was seen in the device. The cds was exchanged for a 2nd cds and, using the same steerable guide catheter (sgc), the mitraclip was implanted without difficulty, reducing the mitral regurgitation grade to 1. There were no adverse patient effects and no clinically significant delay. No additional information was provided.